Event description:
A report was received that a pt's precision system was explanted, due to infection.

Manufacturer narrative:
The devices involved in the event cannot be evaluated as they were not returned to MFR.